Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose at the time of emergency room visit was 392 mg/dl.. The customer was admitted to the hospital. The customer cause of emergency room visit as per health care provider was diabetic ketoacidosis. The customer was released at the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform the high pressure test. The customer was advised that the device would be replaced.